Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting undersensing during a sensing test performed at device interrogation. Troubleshooting included lowering rv sensitivity to assess for true r waves in the bipolar configuration, and appropriate sensing was confirmed in the unipolar configuration. Per physician recommendation, the rv sensing configuration was programmed to unipolar sense and bipolar pace. It was reported that the cause of the undersensing was not determined, and no additional actions, imaging, or further reprogramming were planned per physician discretion. This rv lead remains in service. No adverse patient effects were reported, and the patient was described as fully recovered.